Event description:
It was reported that the zimmer air dermatome had hose issues. Additional clinical follow up with the customer clarified the reported issue to be that the physician was unable to get a clean graft. It was also reported that the grafts were not optimal, but were able to be used. There were no unplanned graft harvests required the device was used to complete the procedure and there was no extension in surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/10/1995 and was last repaired on 05/03/2013 for a non-related issue. Evaluation of the device observed minor wear and nicks to the control bar. No visible issues with the width plates were observed. The master blade was flush with the control bar and the device operated within motor speed specification. An air leak was noticed near the swivel-hose connection when the device was plugged in to the power source. Prior to repair, the device was within calibration specifications at all tested thickness settings, and side to side calibration passed at all tested thickness settings. The customer did not return any blades for evaluation, and the operating pressure utilized during the reported event is unknown. User technique during the reported event is unknown.; however, incorrect user technique could have caused the customer's reported event. It is unlikely that the minor wear and nicks to the control bar affected the functionality of the device. Unable to determine a cause of the customer's reported event; however, improper handling most likely caused the damage to the swivel and hose. The device was serviced and returned to the customer.